Event description:
It was reported that a merlin.net transmission showed post paced t wave oversensing. Programming changes were recommended. No adverse consequences to the patient.

Event description:
New information received states that the device was reprogrammed in the past due to post paced t-wave oversensing. Subsequently, post paced t-wave oversensing was observed again. Further reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.